Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code- impaired healing. H6: health effect clinical code- needle stick/puncture.

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm. On (B)(6)2024, it was reported by the parent that the patient experienced skin reaction which occurred after the sensor had been inserted in the arm. The patient experienced infection underneath sensor pod area only. According to the report, the patient was inpatient for an unspecified procedure. After 2 days inpatient, the cgm was removed for a computed tomography. Upon sensor removal, it was noted that the patient had infection. The patient was prescribed IV vancomycin and cefepime. During the hospitalization, a surgeon and infections disease specialist were consulted for an unspecified operation. The patient was discharged after a total of 5 days. At the time of the report 3 weeks later, the patient was having wound care for the surgical wound but was reportedly fine. No additional event or patient information is available.